Event description:
It was reported that during a procedure to treat a lesion below the knee and in the proximal superficial femoral artery (sfa). A 6f non-abbott sheath was used and a 0.014 command guide wire was advanced and an armada 14 and a fox sv percutaneous transluminal angioplasty (pta) catheter were used to treat the lesion below the knee. A 6x150 mm armada 35 ll pta catheter was advanced and inflated in the proximal sfa at nominal pressure, perfect inflation; however, all of the sudden the balloon was torn (ruptured) at the proximal portion of the balloon. The proximal portion of the balloon deflated but the distal portion was still fully inflated even when negative was pulled by the indeflator. The balloon was pulled back into the sheath by squeezing the tip of the sheath and advancing the sheath deeper to press the balloon up against the sheath while negative pressure was pulled on the indeflator to deflate the balloon. Reportedly, more and more contrast was seen coming back into the indeflator. Finally, the armada 35 ll pta catheter could be withdrawn into the sheath and removed from the patient anatomy. A new 6x120 mm armada 35 pta catheter was advanced and inflated; however, the same issue occurred and the same method was used to remove the balloon from the patient anatomy. The lesion was expanded to an acceptable condition so no further treatment was performed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was able to be confirmed. The reported deflation issue and difficulty removing could not be confirmed due to the condition of the returned device. Based on a visual, functional and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: command 0.014; sheath: flexor check-flo 6f introducer. The armada 35 ll 6mm/150mm referenced is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.